Event description:
It was reported that bd cathena¿ safety IV catheter w/ bd multiguard¿ technology leaked. The following information was provided by the initial reporter: the problem I had was with a 22g cannula. After insertion blood started leaking from the join between the plastic cannula and the hub, I flushed the line and was able to draw blood back so left the cannula in. It appeared to have stopped leaking but when I injected contrast later the patient complained of pain at the puncture site which he had never experienced before. I think maybe some contrast had leaked into the patients subcutaneous tissue, after a warm compress his discomfort subsided. I did not keep the cannula as we were not aware that we were meant to at that stage.

Manufacturer narrative:
Investigation summary: the investigation was not able to confirm what the customer had experience as there were no returned samples/pictures for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non conformance if samples are received in the future the complaint will be re-opened and re-investigated. CAPA# 86125 was opened for blood droplet formation at the luer end of the catheter adaptor.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd cathena¿ safety IV catheter w/ bd multiguard¿ technology leaked. The following information was provided by the initial reporter: the problem I had was with a 22g cannula. After insertion blood started leaking from the join between the plastic cannula and the hub, I flushed the line and was able to draw blood back so left the cannula in. It appeared to have stopped leaking but when I injected contrast later the patient complained of pain at the puncture site which he had never experienced before. I think maybe some contrast had leaked into the patients subcutaneous tissue, after a warm compress his discomfort subsided. I did not keep the cannula as we were not aware that we were meant to at that stage.